Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with known good strips. Visual inspection has been performed on the returned reader and minor damage was observed to the usb port on the returned reader. Reader did not powered on with button depression, test strip or usb cable insertion. The reader was connected to computer and software; however, reader didn't recognized. Visually inspected the usb/charging cable and no issues were observed; all results were within specifications. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. Reader log was unable to be downloaded due to damage to pcba board. An extended investigation was performed. Visual inspection has been performed on the de-cased reader's pcba and burn damage was observed to the u13 chip. It was determined that the root cause for the damaged u13 and the cause of the reader to not powering on was due to the customer not using the provided usb power adapter as the amount of voltage/current exceed the max rating of u13 and caused the failure. This is not possible with the abbott-provided usb adapters; therefore, the issue is a use error. Reader logs were unable to be downloaded due damage to the cpu caused by the damaged u13. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.